Event description:
It was reported that the patient received 3 inappropriate defibrillation shocks. Interrogation of the device revealed the presence of "noise", an increase in impedances of the lead and oversensing. It was also reported that during the explant of the lead, the physician saw insulation damage on the lead. The lead was further damaged during the explant procedure. The pieces of the lead were explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed. Analysis results revealed the distal conductor was fractured. Blood was present in/on the helix mechanism. The defibrillation conductor was distorted and fractured. Several conductors were distorted and the distal conductor was stretched. The inner tubing and the outer tubing were kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression. The analyst noted that the lead was returned with no length given; therefore, no dimension can be given.